Manufacturer narrative:
Device the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had broken battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to hospital due to high blood glucose of 703 mg/dl and moderate ketones on (B)(6) 2019. Customer treated with manual injection, intravenous drip and fluid. Customer stated that drive support cap was normal and customer was feeling sick at time of hospitalization. Customer was using insulin pump within 48 hours of event. Insulin pump will not be returned for analysis.